Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm with the right common iliac aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, postoperatively the aortic aneurysm enlargement due to a type ii endoleak was confirmed. The patient was decided to be monitored. On (B)(6) 2023, the patient was urgently transported to the hospital due to abdominal pain. An adventitial hematoma was confirmed, and the patient underwent an emergency y-graft replacement to treat the impending rupture and the aneurysm enlargement with a type ii endoleak. For the proximal side, the trunk ipsilateral leg endoprosthesis was transected and the remaining device was anastomosed with the proximal of the y-graft. For the distal side, the contralateral leg endoprosthesis ((B)(6)) was transected and the remaining leg was anastomosed with the left distal of the y-graft. Other devices were removed from the patient.

Manufacturer narrative:
H.6. Investigation findings code b14: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. H.6. Investigation findings code b20: the devices were discarded at the facility and are not available for analysis. H.6. Investigation conclusion code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis may include, but are not limited to, endoleak. The following devices were explanted during the reintervention and are included on this report. Device 2: sn: (B)(6); UDI: (B)(4) ; catalog: plc271400j. Device 3: sn: (B)(6); UDI: (B)(4) ; catalog: plc141400j. Device 4: sn: (B)(6); UDI: (B)(4) ; catalog: pla320400j. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.